Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. No blood was observed inside the iab catheter. However there was unknown clear fluid found inside the returned iab catheter. The extender tubing was also returned. The inner lumen was found occluded with dried blood. The occlusion was able to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. A laboratory pump test was unable to be performed due to the unknown clear fluid found inside the iab. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a

Manufacturer narrative:
Occupation: clinical engineer event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text : device not returned.

Event description:
It was reported that after approximately four days of intra-aortic balloon (iab) therapy the console generated a frequent check iab catheter alarm. Blood was seen in the sleeve of the iab. The iab was removed and therapy was discontinued. After removal, the customer performed a leak test and could not confirm a leak. There was no patient harm or adverse event reported.